Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stess testing, defib cycling and full defib functionality testing without duplicating the report. The defib cable receptacle was visually inspection with no discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of any charging activity. Review of the event data and clinical files showed some defib related activities. However these messages were advisory and could indicate a multi-function cable connection issue. The logs also indicate that the device was set to lead ii and that the user never switched the view to the pads view. Further review of the logs show that the device was capable of shocking as it passed multiple manual 30 joule self tests prior to the event. The multifunction cable used was not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.